Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that the patient underwent revision surgery on (B)(6) 2010. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralex mesh. Per op notes, ¿a large ventralex mesh was placed posterior to the repair and sutured." (B)(6) 2010 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the removal of mesh. Per op notes, ¿adhesion and large hernia was noted. Adhesiolysis were performed. There was a mesh still in place superiorly above the hernia was left intact as was in good order. The prior mesh was balled up within omentum was removed. A synthetic mesh was placed in defect and tacked.¿ (B)(6) 2018 ¿ patient had abdominal pain and was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the removal of mesh. Per op notes, ¿adhesion was taken down and incarcerated hernia below the old mesh was reduced. The laparoscopically placed synthetic mesh was removed completely. The hernia was closed using sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with chronic sinus tract and incisional hernia thereby underwent wound exploration with debridement converted to incisional ventral hernia repair with lysis of adhesions. (Note: there is no op notes provided for this procedure in medical record).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that the patient underwent revision surgery on (B)(6) 2010. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.